Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported through a direct call from the customer to the emergency support program, that during use of sensation plus 40cc balloon catheter customer requested assistance with fiber-optic sensor failure alarm. No harm to the patient was reported.